Event description:
A vendor delivered the set/tray of loaner surgical instruments for use in a hip procedure to the sterile processing department. Instruments on loaner trays are dissembled when necessary and checked prior to use for cleanliness, integrity, lubrication and then reassembled. The instrument technician noted that multiple pieces in the loaner tray were "dirty." The tray of anatomic head trials had debris on the pegs of the tray and debris was inside the hollowed out areas of the head trial pieces. The calcar planar had some whitish-color debris remaining on it. Instrument, a miscellaneous acetabular instrument from the general tray, was noted to be "dirty" beneath the plastic ring. The dirty instruments/tray was brought to soiled receiving for further cleaning. Staff was shown where they should specifically focus their cleaning. After cleaning, the instruments/tray was returned to the instrument room and were re-inspected.photographs were taken of the dirty instruments/tray and given to the vendor at the time the loaner trays/instruments were picked up for return to the manufacturer. Manufacturer response (as per reporter) for instrument trays, loaner instrument traysno comment to-date.

Event description:
A vendor delivered the set/tray of loaner surgical instruments for use in a hip procedure to the sterile processing department. Instruments on loaner trays are dissembled when necessary and checked prior to use for cleanliness, integrity, lubrication and then reassembled. The instrument technician noted that multiple pieces in the loaner tray were "dirty." The tray of anatomic head trials had debris on the pegs of the tray and debris was inside the hollowed out areas of the head trial pieces. The calcar planar had some whitish-color debris remaining on it. Instrument, a miscellaneous acetabular instrument from the general tray, was noted to be "dirty" beneath the plastic ring. The dirty instruments/tray was brought to soiled receiving for further cleaning. Staff was shown where they should specifically focus their cleaning. After cleaning, the instruments/tray was returned to the instrument room and were re-inspected.photographs were taken of the dirty instruments/tray and given to the vendor at the time the loaner trays/instruments were picked up for return to the manufacturer. Manufacturer response (as per reporter) for instrument trays, loaner instrument traysno comment to-date.